Event description:
The patient stated that he was hospitalized with a high blood glucose of 1200 mg/dl. Prior to the event, the patient had inserted an infusion set incorrectly, and he was not getting insulin. The patient stated that his blood glucose elevated quickly, and when he went to the bathroom, he fell and hit the toilet. The patient was found unconscious, and was taken to the hospital. The patient stated that he was done with the insulin pump, and prefers to take injections. Although, the patient stated that he was interested in using the continuous glucose monitoring system. Transferred the patient for information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.